Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with small cracked left front corner. Event history log review was performed and found that there was invalid syringe size alarm in history. Visual inspection and set-up for flow testing were performed. The customer's reported problem was confirmed. According to the investigation the pump size was out of calibration as a result of normal wear and drift and the pump is over 6 years old. Service's recalibrated the pump size and that cleared up the reported issue. Service's also replaced the pump barrel clamp guide as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion 4000 wireless syringe infusion pump was not reading 60ml syringes. No adverse effects were reported.